Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 51 mg/dl. Customer got sick after eating at church with an input of 60 carbs. Customer treated low blood glucose reading by drinking (B)(6). After drinking (B)(6), the patient's blood glucose reading went up to 101 mg/dl. Customer stated the insulin pump suspended several time and boluses did not delivered to the body. Customer max bolus was set at 20. Customer delivered multiple boluses of 12 units at a time to total an active insulin amount of 35.1 units. Customer did not need further assistance with their low blood glucose reading. Customer will contact their healthcare provider for their low blood glucose reading. Insulin pump will not be returning for analysis.